Event description:
Additional information received noted that there was a 50% or greater symptom reduction. 75% improvement of leaking was noted. The event cause was not determined; unknown if it was device related. The patient followed up with the doctor on (B)(6) 2014. No troubleshooting or interventions were noted. It was unknown if the patient experienced a loss of therapeutic effect. The patient did not experience a loss of stimulation. The patient was recovered without permanent impairment. The patient was to follow up (B)(4) and call sooner with concerns.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0pnmu, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. It was noted that the patient lives in one state, but was currently calling from another state for the call today. The patient was traveling. The patient needed to know with the numbers does the lower number control the leaking or the higher number? The patient was on 1.7v yesterday and had leakage in the middle of the night and wanted to determine what was the best number. Patient services asked what hcp (healthcare provider) suggested on how to use her stimulation? The patient didn't remember because she was under anesthesia and was having a hard time trying to reach her hcp because it was the holidays. It was set at 1.5v and she thought she would increase. The patient was on program 1 and decreased down to 1.5v and had lightning bolt. Patient services clarified how long had the patient had the leakage? The patient stated the last two nights but not before then. The following service or education issue(s) were observed by patient services agent: patient lack ed basic understanding of patient programmer use the therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.